Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to a malfunctioned drive motor assembly, malfunctioned pcb box, malfunctioned csi box and damaged communication cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.